Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. Based on the information received, the cause of the reported incident could not be conclusively determined. Per the IFU, cardiac perforation is a known risk during the use of this device.

Event description:
During a stage 4 degenerative mitral regurgitation (dmr) procedure, a pericardial effusion occurred. Following successful transseptal puncture, while positioning the mitraclip, the patient became hypotensive and an echocardiogram showed a pericardial effusion. A drain was placed in order to stabilize the patient. The procedure was unable to be completed. There were no performance issues with any abbott devices.